Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was capped and replaced by a new lead in 2017 due to oversensing.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided x-ray image. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided x-ray image was inspected. It showed the lead under complaint in the implanted state. The region between dipole and shock coil appeared stiff which might indicate ingrowth of the lead in this region. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.